Event description:
This rv lead was implanted on( B)(6) 2010 and explanted on (B)(6) 2012 due to infection. The procedure took place at (B)(6) medical center with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).